Manufacturer narrative:
(B)(4). Date of initial report : 12/17/2015. The unit was received and the investigation found that the rem indicator was green after power up with nothing plugged into the rem port. The investigation isolated the failure to calibration, but a root cause was not identified. The rem function was calibrated to address the condition. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications.

Event description:
The customer reported that the rem was not working. No patient injury was reported.